Event description:
Per the clinic, the patient underwent revision surgery on (B)(6), 2012, to excise an overgrowth of skin tissue around the implant site. The abutment was also exchanged for a longer model.

Manufacturer narrative:
(B)(4): implanted device remains.